Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing, and the power consumption was normal. The original battery was sent to the vendor for further evaluation, and an internal anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.